Event description:
A caller reported experiencing a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. After attempting a pump reset with guidance from technical support, which did not resolve the error, a decision was made to replace the pump. The customer confirmed they would use multiple daily injections as a backup therapy until the replacement pump arrived.